Manufacturer narrative:
The device will not be returned for evaluation as it remains in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an intuitrak bifurcated stent and a intuirak infrarenal aortic extension on (B)(6) 2010. Upon recent routine follow up (date unknown) computerized tomography, dr. (B)(6) reported the aaa has now increased 2cm with no visible endoleak. Dr. (B)(6) plans to schedule the patient for an explant. No additional event or patient information has been provided.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.